Manufacturer narrative:
Product event summary: we received performance data collected from the device and have analyzed the data. The device was pre/approaching elective replacement indicator (eri). The weekly battery voltage trend data shows minimum battery equal to 2.988 to 2.628 volts minimum between (B)(4)-2012 and (B)(4)-2013 is before device recommended replacement time (rrt) less than or equal to 2.6251 volts. The device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) after 37 months of service. The device was explanted and replaced. No patient complications have been reported as a result of this event.